Event description:
Generator product analysis (pa) was completed. As-received, the generator was found to be at an end of service (eos) = yes pulsedisabled condition. Burn marks on the generator can show evidence of exposure to electrosurgery, likely during the generator explant. The pulsedisabled byte was reset for further testing. The reported ¿increased seizures¿ is outside the scope of the pa lab; however, proper generator function was verified. The generator output was monitored for >24 hours and there was no variation in the delivered output. There were no performance or any other type of adverse condition found with the pulse generator. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. The suspect device was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
The patient has been experiencing an increase in seizures and has had two recent visits to the emergency room. The patient was seen by their neurologist and they believe that the vns is no longer effective despite the battery not being depleted. The patient was referred for a battery replacement to have access to hr detection. No known surgical intervention has occurred to date. No other relevant information has been received to date.